Event description:
Additional information received that this patient with right ventricular (rv) lead had blood clot and sepsis causing the patient to have an intense pain on the arm and neck. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.